Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Health care representative stated customer was hospitalized due to high blood glucose (over 600 mg/dl). At time of call customer unavailable, and did not have supplies to perform troubleshooting. Advised caller that she needed hemostat, reservoir and infusion sets to troubleshoot.